Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Fa noted the root cause of the severely bent instrument grip tips is typically attributed to the user due to excess force applied to the instrument jaws. Additionally, the instrument was found to have an improperly swaged grip pin. The grip pin was partially sticking out of the distal wrist and there was no missing material was observed. Fa noted the root cause of this issue is attributed to manufacturing. A review of the instrument log for the medium-large clip applier (470327-12/n10190102 0129) associated with this event has been performed. Per instrument was last used on (B)(6) 2022 on system (B)(4). The device has 80 uses remaining after last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed the instrument's grip pin was dislodged. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, that medium-large clip applier has jaws were not lining up. There was no report of patient involvement. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the customer explained that the damage to the instrument was discovered during the inspection prior to reprocessing. There was no other damage reported other than the unaligned jaws.